Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings as well as compared to another meter. This complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on (B)(6) 2016 at 5:38pm. At this time the patient obtained a blood glucose result of "337mg/dl" on the subject meter which was allegedly high compared to their feelings and/or normal results. In addition, the patient also obtained a blood glucose result of "486mg/dl" on the subject meter and "340mg/dl" with another device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and made no changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that on (B)(6) 2016 at 1:30am they developed symptoms of "nervous, cold sweat and stomach ache." In response to these symptoms the patient self-treated by taking x2 dextrose tablets and additional food and/or drink and claimed to have felt better an hour later. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly on the subject meter and the patient's products were replaced and requested for evaluation. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged meter issue began.